Event description:
Affiliate reported that after implantation, the icp sensor did not show a proper value. The readings did not change from 300mmhg. As a result, the device was removed and another sensor was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.